Event description:
Dealer alleges that the actuator will come and stop and need to put weight on it to come down rest of the way. No patient injury or property damage reported. This is privately owned in a residence. The caller has no further information to provide.